Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: cd1257-40q competitor implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured as a result of the patient being involved in an auto accident. Non-physiologic noise was observed on the rv rate sense vector. During the revision procedure, the patient experienced pneumothorax. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.